Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part number: 03.033.003. Lot number: 44p9832. Manufacturing site: haegendorf. Release to warehouse date: 12 march 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the rad aiming arm/frn greater trochanter (part #: 03.033.003, lot #: 44p9832) was received at us customer quality (cq). Upon visual inspection, one of the two cam lock for rdl aiming arm, component # 60077325 broke off the device and was not returned . Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection was perform due to the complaint condition. Document/specification review: current and manufactured were reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the complaint device was returned without one of the two cam lock for rdl aiming arm. The missing component broke during the surgery and its fragments were not returned. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/ or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during an unknown procedure, while advancing protection sleeve with a mallet, the surgeon broke the locking tab frn gt aiming arm. Osteotome used to unlock broken tab and the fragments felled on the floor. There was a 30 second surgical delay. The procedure was successfully completed. Patient outcome was as planned. This report is for one (1) rad aiming arm/ frn greater trochanter. This is report 1 of 1 for (B)(4).